Event description:
The recipient reportedly experienced an infection at the skin flap. The recipient underwent a reposition surgery. The recipient was hospitalized for two days. The recipient's device was explanted. The recipient was reimplanted on the contralateral side with another advanced bionics device.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has been resolved. This is the final report. (B)(4).